Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was initially placed, but dislodged during slitting. The lead was removed, and another lv lead was placed, which resulted in the patient experiencing phrenic nerve stimulation. The second lv lead was removed, and a third lv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4456 competitor implantable pacing lead - unk (B)(4).